Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The patient experienced an elevated blood glucose level of 500 mg/dl. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.